Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot f133904) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00526 and MDR 3004939290-2014-00527 for the first and second devices. Note: the first device with MDR 3004939290-2014-00526 under investigation had no problem found.

Event description:
The aci sales rep reported the following info: the user facility send me an e-mail on (B)(6) 2014 stating that they had three devices (one mx6721 and two mx5021) where the balloon ruptured while trying to deploy the sealant. No further info is available.